Event description:
Pt seen in clinic on (B)(6) 2018 for f/u after an hm ii lvad pump exchange on (B)(6) 2018 due to a driveline fracture. Hm ii readings revealed increased flows and powers. Echo performed which showed an increase in the lv size. A cardiac morphology CT performed which did not show any evidence of a thrombus in the inflow or outflow grafts. Ldh elevated at 797. Pt admitted from the clinic due to concern for pump thrombus. Heparin gtt initiated upon admit. Ramp echo performed on (B)(6) 2018 which showed the aov was closed with decompression of the lv when vad speed increased. Heparin gtt stopped and a bivalirudin gtt initiated as the ldh remained in the 700's with vad readings showing continued high flows and powers. Waveforms sent for evaluation, according to the MFR they were not consistent with a pump thrombus. Right heart catheterization (rhc) performed on (B)(6) 2018 showed low filling pressures with a preserved fick ci. Plasma free hgb up to 70 mg/dl with ldh of 793 on (B)(6) 2018. The decision was made to take the pt to the operating room the next day for a vad pump exchange due to concern for a sub-occlusive thrombus. The pt was taken to the operating room on (B)(6) 2018. The hm ii explant and hm 3 implant went well. The pt was taken back to the operating room on (B)(6) 2018 for chest closure. The pt is currently recovering in the cv/cu.